Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported a button error alarm. Customer's blood glucose was 104 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.